Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on an unknown date and reports patient allegations of personal injury. Subsequently, legal counsel reports patient underwent a revision on an unknown date. No further information has been provided to date. Additional information received in patient medical records indicates that an initial procedure of unknown product occurred on an unknown date. On (B)(6) 2003, patient was revised to biomet product due to infection. Subsequently, the patient was revised again in 2003 due to infection. The biomet module head, acetabular cup and femoral stem were removed and an antibiotic acetabular component was placed in the patient. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-01000-1 & 02316/ 02317).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on an unknown date and reports patient allegations of personal injury. Subsequently, legal counsel reports patient underwent a revision on an unknown date. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.